Manufacturer narrative:
Additional information: d10. One cadd solis vip pump was returned for analysis. The issue was that the pump reset itself while it was infusing. The analysis was not able to verify the problem. The pump displayed error 41622. The optic switched was replaced along with the keypad and battery cover. The device was calibrated, and the software was installed. The device passed all functional and delivery testing.

Event description:
It was reported that the pump reset itself during pumping. There was no patient involvement.